Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the device cracked during impaction. The surgeon is concerned that all of the pieces may not be able to be cleaned out when this happens.